Manufacturer narrative:
(B)(4). Batch # t9358d. Device analysis: the device was returned with the blade broken inside of the tube. During functional testing on gen11, an alert screen was displayed. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Replace instrument. It was reported that ¿replace instrument¿ alert screen is displayed. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.